Event description:
The second implanted stent was deployed at ramus and not the 1st diagonal as first reported.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch . The following day it was reported that an mi occurred. It is unknown if the mi was related to the target vessel. The investigator indicated the reported event was unrelated to the study dev ice.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).